Event description:
A surgeon reported a patient experiencing decreased distance vision following bilateral intraocular lens (iol) implant surgery two years ago. A yag laser procedure was also performed. Additional information has been requested. There are two medical device reports for this event. This report is for the first eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Additional information has been requested. This report was mailed to FDA on: 04/24/2009.